Event description:
A dialysis facility reported that a pt gained weight during a hemodialysis treatment. The machine was set to remove 3.7 kg and it indicated that this amount was removed at the end of treatment. The pt complained of headache, had facial edema and was hypertensive post treatment. The pt's pre and post weights indicated a weight gain of 14 lbs. Another treatment was started to remove the extra fluid. No other medical intervention was necessary.